Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. However, the potential root cause could be due to root cause for this failure mode could be user related (example: salt accumulation)/block irrigation lumen/no irrigation eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley was hard to push getting 30cc of medicine in and when tried to drain the medicine, nothing came out and there was no sediment and urine was clear. Also when drained the balloon over 40cc came out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley was hard to push getting 30cc of medicine in and when tried to drain the medicine, nothing came out and there was no sediment and urine was clear. Also when drained the balloon over 40cc came out.